Event description:
On (B)(6) 2024, when inserting the thread into the abdominal cavity, the needle fell off twice. The search for the needle in the abdomen took a long time, which significantly extended the procedure time. The needle was replaced and procedure completed without further incident or injury to the patient.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The actual sample, packages were not returned for review. No sterile devices or retained samples were available for review, testing. If samples or photos become available at a later time, they will be reviewed, and the results will be included in the file. A revised response will be forwarded to you at that time. A report of a needle detaching during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized when removing the device from the packaging or during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture during use. The ¿precautions¿ section in the IFU for these devices states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the swaged end to the point.¿ CAPA 23-000 was opened on 01/06/2023 to address similar failures reported (needles detaching, needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: create procedure to perform set-up of attaching equipment. Completed 06/16/2023. Retraining of the attachment staff and clean room setup operators. Completed 06/16/2023. Evaluation of the operation of the attaching machines. Completed 06/23/2023. Standardize the cut of the suture and method of attachment. Completed 07/27/2023. Identification and replacement of damaged manual pull attachment and test tools. Completed 07/31/2023. Without receiving the actual samples, packages to review, photos of the actual samples, receiving sterile device(s) packages from the same lot to review test, or receiving detailed information regarding the shipping, handling and storage of the device(s), exposure time prior to use, preoperative preparation of the device, tools utilized to grasp the devices, procedures performed, size trocar used compared to the size needle on the device (is the needle component forced through the trocar; bent out of original form to fit through the trocar), a definitive root cause cannot be determined at this time.